Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have been informed of a malfunction observed during the use of the 20g short catheter pink bd insyte. The service informs us that during the insertion of the catheter, a blood leakage appeared through the catheter. Need to remove the catheter and place it again. Unfortunately, the device in question has been discarded and cannot be made available to you for examination.

Manufacturer narrative:
Device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have been informed of a malfunction observed during the use of the 20g short catheter pink bd insyte. The service informs us that during the insertion of the catheter, a blood leakage appeared through the catheter. Need to remove the catheter and place it again. Unfortunately, the device in question has been discarded and cannot be made available to you for examination.